Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer and a physical evaluation was performed. The returned sample was subjected to a laboratory bubble point test. No leaks were observed. The dialyzer was then subjected to a destructive disassembly to better visually examine the polyurethane (pu) cut surfaces. Both screw flanges were removed and subsequent visual examination of the pu cut surfaces noted both ends to be intact; there was no visual damage, irregularities or separations identified. The fiber bundle was then removed from the dialyzer housing to better inspect the inferior pu surfaces and fiber bundle. Subsequent visual examination did not identify any damage or irregularities; no kinked, looped or damaged fibers were noted. Further visual examination did not identify any voids. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was not able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse reported that a dialyzer blood leak occurred approximately 45 minutes into a patient¿s hemodialysis (hd) treatment. The blood leak could be visually observed and was confirmed to be internal. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.